Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had unresponsive buttons that made it not possible for them to clear a no delivery alarm. The customer also reported that they were incoherent. The customer's blood glucose was 342mg/dl at the time of the incident and 124mg/dl during the call. The customer stated that they were reporting a past event of hospitalization on (B)(6) 2017 for the 342mg/dl blood glucose. The customer stated that they were admitted for eight days for high blood glucose and pneumonia. The customer was treated with syringe in the hospital and was not wearing the insulin pump for greater than forty-eight hours. The customer declined to troubleshoot for the high blood glucose. Troubleshooting for no delivery was performed and the customer stated that the issue was resolved by changing the infusion set and reservoir. The customer did not have the products. No product will be returned for analysis.